Manufacturer narrative:
The technician found the siderail latching mechanism was not lubricated. He lubricated the latching mechanism of all four siderails to repair the bed.

Event description:
The account stated that the right foot siderail will not latch in the up position.